Manufacturer narrative:
(B)(4).additional information: additional information was requested and the following was obtained: the synergy form does not indicate the quantity of devices involved or whether the device(s) are returning? Please confirm the number of devices involved and if returning. = 1 pc of pse60a product was returned for evaluation. Did the device jaws eventually open? No. If no, how was the device removed from the patient? The tissue was pulled out of the jaws, without any issues or damage to the tissue. What color cartridge was being used? Ecr60g. Was buttressing material utilized? If so, which product? No.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm the number of devices involved. Did the device jaws eventually open? If no, how was the device removed from the patient? What color cartridge was being used? Was buttressing material utilized? If so, which product? The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the third firing in the sleeve, the stapler failed to open. The doctor tried everything possible, but could not open the jaws of the stapler. There were no issues with the staple or cut line during the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.